Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using an amphirion deep pta balloon during procedure. There was no damage noted to packaging. There was no issue noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. It was reported that balloon deflation difficulties occurred. The device would not deflate at the lesion site. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. Physician removed the still inflated balloon to finish the procedure. No intervention was required to remove balloon. Device was safely removed from patient. There was no vessel damage noted. There was no patient injury.

Manufacturer narrative:
Image review: the amphirion deep device was returned to the medtronic investigation lab for analysis. The device was returned coiled in a non-medtronic pouch inside a paper envelope. No ancillary devices or cine images from the procedure were received for evaluation. A visual inspection of the balloon showed that the inner lumen appeared to be stretched/wavy inside the balloon. A 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.014¿ guidewire from the lab could not be loaded through the tip due to the condition of the inner lumen inside the balloon. The guidewire was loaded through the luer but could not exit at the tip due to the condition of the inner lumen. Negative prep was performed, and no issues noted. The balloon was inflated to nominal pressure of 7 atms but the balloon could not inflate. The balloon was then inflated to rated burst pressure of 15 atms but the balloon could not inflate. A microscopic inspection found that the balloon bond appeared to be stretched. Multiple attempts were made to flush the device with hot water and inflate the device, but these proved unsuccessful. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.